Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2018-00959. It was reported the patient experienced a headache following the implant of the scs system that starts when the patient raises his head to get out of bed and gets better by mid-day, but does not completely resolve. The physician did not feel headache was caused from a spinal fluid leak, and recommended the patient to drink plenty of fluids, including those high in caffeine. Reportedly, the headache resolved itself by (B)(6) 2018.